Manufacturer narrative:
Details of complaint: the customer reported that the telemetry transmitters went into signal loss at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a definitive root cause cannot be determined. Based on the service call with nihon kohden technical support (nk ts), the issue of signal loss was most likely coming from the antenna system. They were to receive on-site support to resolve their antenna system issue. The resolution of the on-site visit is unknown. No further signal loss issues were reported for the reported device. The issue had most likely been resolved. The root cause likely related to antenna system.

Event description:
The customer reported of intermittent signal loss at the central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported of intermittent signal loss at the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported of intermittent signal loss at the central nurse's station (cns). No patient harm was reported.